Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, heat sensation.

Event description:
Patient¿s representative reported for left side, the patient suffered "infection", "chronic pain", "rashes", "itching", "swelling", "heat sensation", and "pain prior to explant procedure¿. Patient representative additionally reported non-device related events of "anxiety (generalized)", "chronic insomnia", "significant weight loss", "chronic gastrointestinal reflux", "chronic headaches", and "depression". The device has been replaced.

Event description:
Patient¿s representative reported for left side, the patient suffered "infection", "chronic pain", "rashes", "itching", "swelling", "heat sensation", and "pain prior to explant procedure¿. Patient representative additionally reported non-device related events of "anxiety (generalized)", "chronic insomnia", "significant weight loss", "chronic gastrointestinal reflux", "chronic headaches", and "depression". The device has been replaced.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under the same sterilization run. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.